Event description:
It was reported that, "patient experienced peri-prosthetic fracture during rehab."

Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer as per hospital policy. If additional information becomes available then it will be submitted in a supplemental report.